Event description:
It was reported that the patient could feel pacing when the clinician was testing r-wave sensitivity measurements. This was interpreted as ventricular undersensing, as the r-waves were low. In unipolar the r-waves were acceptable. The right ventricular lead was reprogrammed as unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.